Event description:
Healthcare professional reported right side ¿multiple bilateral simple cysts," ¿right axillary siliconoma," "rupture," "double capsule," and "periprosthetic capsule with marked fibrosis and chronic giant cell inflammation of foreign body type." Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: double capsule: unable to observe, as it is not related to the device. Inflammation/irritation: unable to observe, as it is not related to the device. Migration: unable to observe, as it is not related to the device. Rupture: observed, opening assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, right side ¿multiple bilateral simple cysts", ¿right axillary siliconoma", "rupture", "double capsule". And "periprosthetic capsule with marked fibrosis and chronic giant cell inflammation of foreign body type". Device explanted and replaced.